Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation, swelling, fistula, mobility.